Event description:
The patient reported pain down the right leg. Primary surgery took place in (B)(6) 2010.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.